Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specs. The event could not be confirmed. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from the USA stating the device's "hose would not function". It was unknown if the device was used in surgery. There were no injuries or medical intervention reported. No add'l info was provided.